Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 551 mg/dl, which she treated via a 10-unit insulin pump bolus. The customer was unsure if her infusion set cannula was bent or properly inserted. Troubleshooting was declined for the high blood glucose. The customer was assisted with changing her infusion set and completing the priming process. No products were returned or replaced.